Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. No products will be returned. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and (B)(6) cannot be conclusively determined. The account communicated that the patient expired on (B)(6) 2020 and heartmate 3 lvas will not be returned for evaluation. No alarms, clinical symptoms, or device-related issues were reported in association with the event and no further information was provided. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.